Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was 450 mg/dl, customer's blood glucose at time of call was 495 mg/dl. Customer removed the cannula and it was full of blood and bent. Customer treated his high blood glucose with insulin injections. During troubleshooting, customer was assisted in performing the self test and displacement test, both tests passed. Customer was unable to finish the high pressure test due to the call was dropped. Customer will not be returning the device for analysis.